Event description:
It was reported that pico dressing was removed after 6 days. It was found blistering around umbilicus. The umbilicus was contained just under the edge of the white pad of the pico dressing. It sealed without issue. It was also found some blood staining to lower part of dressing.